Event description:
Event description guidant received information that this defibrillation lead exhibited low impedance measurements and poor sensing. It was identified by x-ray that the lead was twiddled several times in front of the header. A portion of the lead was explanted and the remainder was capped. Visual inspection upon explant noted that the insulation was damaged near the proximal coil and that the proximal coil was no longer compressed but rather unwound.